Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch vita meter was displaying an ¿error 2¿ message. Per the owner¿s booklet this error message could be caused either by a used/damaged test strip or a problem with the meter. The reporter called back on (B)(6) 2013 to report that the patient suffered a low blood glucose excursion as a result of the patient not receiving the replacement meter on a timely basis. The complaint was classified based on the customer service representative (csr) documentation. Based on the information provided, the alleged error message began to appear on (B)(6) 2013. When the patient called lfs again on (B)(6) 2013, she reported that the patient did not have a backup meter and was unable to test his blood glucose after the alleged meter issue began. The reporter informed the csr that the patient manages his diabetes with insulin. During the period he was unable to test his blood glucose, the patient¿s wife confirmed that the patient continued to take his usual 4 injections of insulin and made no changes to his diet. On the afternoon of (B)(6) 2013, the reporter stated the patient started ¿losing consciousness¿. She mentioned he was incoherent and confused. Approximately 5 -10 minutes after onset of symptoms, the patient¿s spouse stated she gave the patient 2 sugar cubes along with food; however, when he did not respond she administered a glucagon injection. The reporter confirmed that the patient immediately responded to the treatment and his symptoms abated. The patient¿s spouse informed the csr that the patient did not make any changes to his diabetes management or diet prior to onset of symptoms. At the time of the call, the reporter informed the csr that the patient received the replacement meter on (B)(6) 2013. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.